Event description:
It was reported that a user of the ilet experienced hyperglycemia with fingerstick readings of 398 mg/dl and 412 mg/dl after a cartridge change. Customer care provided troubleshooting remotely for the user to inspect tubing for leaks and a subsequent infusion set and tubing change to a new site. After which glucose decreased to 246 mg/dl. The user was also provided with meal announcement education. Investigation of this case revealed that an infusion site issue was suspected given improvement after site change and absence of visible leaks. No symptoms associated with elevated blood glucose reported. Outcomes included resolution following infusion site and tubing replacement, and no hospitalization. It was concluded that hyperglycemia occurred with cause unclear, with probable contribution from infusion site performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.